Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. No issues were noted with the profile of the device's tip. The stent struts at the centre of the stent were distorted and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 21-apr-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 20x 2.25mm, eccentric, de novo target lesion was located in the left anterior descending (lad) artery. A 2.25x20mm promus element¿ plus stent was advanced to treat the lesion, however, the device was unable to cross the lesion even after several attempts of push and pull. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.